Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: na the customer's address is unknown:  (B)(6) has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 6236982 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 6236982. A review of the device history record was completed for batch # 6236982 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no:329416 batch no: 6236982 consumer called to inquire about expiration date on syringes, there is no expiration date on the box..